Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error: not installing the implants fully across the si joint. Additionally, per 300223-us-a, si-bone surgical technique manual (c-arm and o-arm), the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had right si joint arthrodesis on (B)(6) 2017 where three implants were installed. The patient later reported to a new surgeon with complaints of a recurrence of si joint pain symptoms. The surgeon determined that the inferior positioned implant was not positioned fully across the si joint. On (B)(6) 2021, the surgeon performed a revision where he removed the inferior positioned implant and replaced it with a shorter one. He also added another implant between the superior and middle implants. The preexisting superior positioned implant was not adjusted or removed. The status of the patient following the revision procedure is not known.